Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake/had a touch contamination. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with gentamycin 69 milligrams per day intraperitoneally for two weeks (frequency given not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available.